Manufacturer narrative:
The manufacturer previously reported a failure of the front panel/keypad led pca. The front panel/keypad led pca was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the front panel/keypad led pca failing was due to the metal dome being too shallow resulting in an intermittent operation.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the device's navigation button was observed. The device's front panel/keypad led pca was replaced to address the issue.